Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016, the patient presented to an outside hospital with slurred speech, expressive aphasia, confusion, and right upper extremity (rue) numbness. A head CT scan showed a moderately large left parietal subacute infarction. The patient was transferred to the implanting center for further care. The patient had been transferred to the cardiac stepdown unit, but on (B)(6) 2016, was returned to the intensive care unit for worsening aphasia and rue drift. On (B)(6) 2016, the patient developed rigors, tachycardia and hypoxia and required intubation. The patient driveline exit site was also found to be positive for gram negative bacteria. On (B)(6) 2016, the patient was extubated and placed on bilevel positive airway pressure (bipap) overnight. On (B)(6) 2016 the neurology service was re-consulted secondary to the patient's altered mental status worsening aphasia. On (B)(6) 2016 the patient acutely decompensated, was re-intubated and started on continuous renal replacement therapy (crrt). The patient was started on milrinone on (B)(6) 2016 and required multiple pressor support. On (B)(6) 2016, the patient had new onset atrial flutter, which caused further decompensation requiring placement of a swan ganz catheter. From (B)(6) 2016, the patient required escalating vasopressor and inotropic support. On (B)(6) 2016, the patient's family made the decision to decelerate life support and initiate comfort care. The patient was transferred to inpatient hospice and expired later that day. The cause of death was reported to be multi-system organ failure. It was reported that the lvad system produced frequent low flow alarms which were recurrent and consistent with the patient's condition. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as no equipment was returned for evaluation. A correlation between the device and the reported stroke, bacteria at driveline site, low flow alarms and the patient¿s outcome could not be conclusively determined. The instructions for use lists stroke and driveline infections as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.